Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, customer passed out during event. No additional patient or event information was available.